Event description:
It was reported that, during a thr surgery, the plastic nipple of a polarcup head/liner inserter broke off. The procedure was completed, without delay, using the same device. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the plastic nipple of a polarcup head/liner inserter broke off. The device, use in treatment, was returned for investigation. A visual inspection confirmed the reported issue. The blue plastic nipple broke off. During normal use the linear guide should not be exposed to forces that could cause such a fracture. The cause for the observed fracture stays undetermined. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed four additional complaints with a similar reported failure mode for the batch in question. However, a batch size of 1000 pieces was produced. The additional complaints are therefore not considered to indicate a manufacturing issue related to this batch. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Based on the conducted investigation the root cause for the fracture of the linear guide could not be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. The returned device will be discarded.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the plastic nipple of a polarcup head/liner inserter broke off. The device, use in treatment, was returned for investigation. A visual inspection confirmed the reported issue. The blue plastic nipple broke off. During normal use the linear guide should not be exposed to forces that could cause such a fracture. The cause for the observed fracture stays undetermined. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed four additional complaints with a similar reported failure mode for the batch in question. However, a batch size of (B)(4) pieces was produced. The additional complaints are therefore not considered to indicate a manufacturing issue related to this batch. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Based on the conducted investigation the root cause for the fracture of the linear guide could not be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. The returned device will be discarded.